Manufacturer narrative:
MDR 3003442380-2024-06870 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient stated cannula issues with 5 infusion sets of the same type. All 5 infusion set cannulas were kinked. The event occurred on (B)(6) 2024. The site of insertion was the upper buttocks. The specific value of the patient's blood glucose (bg) is unknown, but it was displayed as 'high'. The patient took a correction injection via mdi (multiple daily injections) to address the high bg. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.